Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "loss of liquid that preserves the suture and stains the container."

Manufacturer narrative:
Complaint report: we have checked the complaint history and found that there are no related complaints with the same batch number. Batch record: we have checked the batch history record, and found no deviations occurred during production. Investigation: the regulatory entity from colombia (invima) does not release samples, so no samples or pictures were received, so an in-depth investigation was not possible. The problem has been identified previously, and necessary corrective actions were implemented. The batch number was manufactured before CAPA implementation.